Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely via (B)(6) transmission, inappropriate shock therapy due to incorrect interpretation of signal was observed. Atrial tachycardia for supraventricular tachycardia (svt) reached svt discrimination upper limit. No intervention was performed.